Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gonging alarms / lack of vibration / cannot baseline) has been confirmed. Upon evaluation, the pca board was damaged and the circuit was charred. The cause of the damaged circuit is exposed pulse wire inside the distribution node (dn) which grounded the pca board. The root cause of the exposed pulse wire is an assembly error. No adverse event resulted from the damaged pca board. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report continuous gonging alarms. When a patient service representative (psr) visited the patient to assist on (B)(6) 2011, the psr reported that she was unable to re-baseline the patient. The patient also reported to the psr that the vibration box had stopped vibrating. The patient was provided with a replacement electrode belt.